Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was being treated during y90 mapping with coil packs in multiple vessels. When placing the last coil in the right gastric, the coil would not detach. Manual "break detachment" was performed without success in several areas along the proximal pusher wire by resident physician. Attending physician had success grabbing proximal filament. Upon retraction, the filament was said to have snapped somewhere along the course and inside the pusher wire. Pusher wire was withdrawn. A portion of the filament was suspected to be inside the vessel. Today during y90 treatment, a radiopaque filament ball was visible in the proper hepatic artery. A section of the filament had to me snared out of the hepatic. A portion was also pushed inside the right gastric origin on top of the existing coil pack in that vessel. Filament did not release entirely from manual detachment. A portion was left in catheter and migrated into hepatic artery. The resistance occurred in the distal section of the catheter. There was no catheter damage. The coil was damaged in the pushwire proximal segment. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. The reported device and any accessory devices prepared as indicated in the IFU. There were no patient symptoms or complications associated with this event.  Ancillary devices include a progreat 2.4 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.